Event description:
This is follow up#1 to report on 11/aug/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ventral hernia repair and was implanted with strattice device lot s11291 on (B)(6) 2013. The ppf form also indicates the patient was implanted with non-abbvie devices, "bard; ventriost, ethicon flexhd, bard xenmatrix, ethicon flex hd and ethicon prolene¿ on (B)(6)2013, (B)(6)2018, (B)(6)2019 and (B)(6)2023. It should be noted that it was not specified what non-abbvie product was implanted on what day. The patient underwent a "repair of recurrent ventral hernia with removal of previously placed mesh¿ and was treated for ¿infection ¿, ¿fistula¿, ¿hernia recurrence¿, ¿severe pain¿ and ¿all other conditions identified in the records¿ on 01/nov/2018. As per the ppf form, during the (B)(6) 2018, in addition to the strattice explant, the bard ventriost was partially explanted. On (B)(6)2018 and (B)(6)2019, the patient underwent revision surgeries and on (B)(6)2019, the bard ventriost was completely removed. The failure of the strattice mesh caused chronic pain, fistula, infection and hernia recurrence, which required an additional surgical procedure during which the strattice was removed. No other information was provided. S11291 is a valid lot however due to system limitation the lot will remain unknown as the catalog number was not provided but a DHR will be requested on s11291. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot s11291 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.